Event description:
It was reported that during a gastric resection procedure, since the beginning of the procedure, the surgeon must exert significant pressure on the clamp. At the fourth fire, tissues were not properly maintained. The operator has activated the "reverse" button to retract the knife. A new gold charger with the same reference and lot was used, and the same problem occurred as if a staple was blocked in the device. Staples would not hold on the tissues. Small non-significant bleeding. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device difficult to close? Was the device difficult to fire? Did the device staple? If the device stapled was the staple line complete? If the device stapled what was the appearance of the staples? Did the device cut? If the device cut was the cut line complete? Was there a leak? Was the device difficult to open?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.